Manufacturer narrative:
Internal report#: (B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Product returned for evaluation: no defect found with the returned strips. Most likely underlying root cause for this complaint is user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 90-140mg/dl fasting. Verified the strips expire 11/18/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed blood test, 187mg/dl not fasting. Reviewed meter memory: (B)(6). Time and date was not set correctly in her meter. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-140mg/dl. Verified the strips expire 11/18/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed blood test; 187mg/dl not fasting. Reviewed meter memory: 205mg/dl; (B)(6) 2015; 06:40:00 pm fasting: no, 137mg/dl (B)(6) 2015; 09:37:00 pm fasting: no, 150mg/dl (B)(6) 2015; 07:21:00 pm fasting: no, 176mg/dl (B)(6) 2015; 06:54:00 pm fasting: no,170mg/dl (B)(6) 2015; 097:11:00 pm fasting: no, 205mg/dl. Time and date not set correctly in her meter. No adverse event reported.